Event description:
It was reported that the patient implanted with a deep brain stimulator described feeling shock sensations that are similar to a pins and needles sensation when the device was charging up. The patient was seen in-clinic and this stimulator was assessed. Impedance measurements were within normal range. The patient was provided with a new recharger. One year later, the patient was contacted for a follow up appointment and reported the sensation during charging continued, although not every time the device was charging. The patient explained the new recharger they were given seemed to exhibit a performance issue, so they continued to use the original recharger. Database information for this stimulator was downloaded and provided for assessment. Information was provided for the patient to ensure a normal charging experience. Additionally, the charger was exchanged.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b additional pro codes: nhl, pjs. Database information from this stimulator was assessed and no product issues were noted that would have caused or contributed to the reported sensations. Risk review: the complaint type does not present a new or unanticipated failure type or harm. No further review is required. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.